Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was taking a bath and insulin pump was not turning on. Customer stated that the currently insulin pump was beeping with open book image. Customer turned off the insulin pump, took the battery out and it had water inside the battery compartment. Customer stated that the insulin pump had blank screen. Customer was advised to remove the battery and insert battery alarm did not display on screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display with beeping. Unable to verify open book and perform the self test, sleep current measurement, active current measurement and displacement test due to constant blank flashing white light on the display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly, internal battery, vibrator and battery tube during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Customer alleged was confirmed for constant blank flashing white light on the display with beeping due to moisture damage on the electronic assembly noted. Unable to verify open book due to constant blank flashing white light on the display with beeping. Pump expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.